Event description:
On (B)(6) 2015, I brought our (B)(6) son to a local dermatologist, dr (B)(6), to look at a birthmark/mole that we were concerned about on the back of his neck. Dr (B)(6)determined that the birthmark/mole should come off. Our son was very frightened and squirmy. Dr (B)(6) chose to cut the birthmark/mole with scissors instead of a razor. She seemed concerned that she did not get all of it after cutting it off. Dr (B)(6) then extremely quickly pulled out what looked like a very large pen from her lab coat pocket and cauterized the bleeding area where the birthmark/mole was removed. I immediately questioned her and her assistant if that tool was previously used on anyone else. Dr (B)(6) responded that I "should not worry because that tool heats up to like 190 degrees and kills everything." Dr (B)(6) and her assistant quickly left our room. I felt extremely uneasy about what had just occurred. Our son and I left the office and once back in our car I called a physician friend of mine. I explained to her what happened and her response was that if that is the same type of cauterization tool she uses in her office, it is a one-time use, disposable medical tool. At this point, I went back into dr (B)(6) office and asked the nursing staff to see the pen that was used on our son. They showed me a box of multiple pens, identical to the one dr (B)(6) used on our son. I asked to see one and then noticed that one was laying loose on counter. It was a bovie aa03 high temperature cautery loop tip pen that clearly stated "do not reuse this is a single use device" on the body of the pen. I got extremely concerned at this point and requested to speak with dr (B)(6). She came out of a room and I explained to her that I am extremely uncomfortable with what just happened and extremely concerned for our son's health because of it. She again explained to me that the pen gets very hot and kills all pathogens. I pointed out that the tool itself is labeled "do not reuse this is a single use device." Her response was that "this is how she was taught by her mentors and no one has ever complained about it before. I told her that her explanation is not a reasonable excuse for not following universal precautions and I am very upset. Later that evening she called me to inform me that she did not appreciate being confronted in her office and when I attempted again to explain my concerns she said things such as; "I spoke to several of my peers and this is how everyone does it." "I do not have patients with hiv in my office," and "yes, I would use this tool on a patient with hiv and then on my child." She also said that she does not have to follow FDA guidelines because they are only recommendations and the tool manufacturers only say "single use" so that they can sell more products. Dr (B)(6) also said that the (B)(6) would agree with her position that this tool can be reused on multiple patients. I contacted our son's pediatrician and she shared my concern for our son's exposure to unknown pathogens. She recommended that we treat this like a needle stick exposure and perform the standard protocol blood work. Our son had blood labs done on the orders of his pediatrician for blood born pathogens on (B)(6) 2015. He will need to repeat these labs in six months according to the protocol. Viruses such as hpv and herpes are not able to be tested for, and therefore we will just need to wait and see.